Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced right sided rupture and bilateral capsular contracture (baker grade unknown) post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant is scheduled is for (B)(6) 2023. See 1645337-2022-15077 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on may 25, 2023. Explant is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5962307 number on december 30, 2022 and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 28, 2023. The event date was clarified to be january 1, 2022. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).